Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has fiber optic sendor failure. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and no fault found. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has fiber optic sendor failure.